Event description:
Information received indicates fluid is penetrating the mattress ticking and going into the mattress bladders.

Manufacturer narrative:
A new mattress is being ordered for the facility to repair the bed.